Event description:
It was reported this event occurred in the sicu. During insertion of the dilator, the tip peeled back on the dilator. As a result, the dilator was removed, a new kit was opened, and the catheter was placed successfully. There was no reported pt injury, complications, death or delay in treatment.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.